Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned for evaluation with the guidewire lumen detached from the y-connector and partially inserted through the sheath. A circumferential tear was observed on the crimp balloon proximal to the inflation balloon to the crimp balloon bond. The undamaged inflation balloon was folded distally over the nose cone. Bends were noted approximately 7 inches and 21 inches proximal to the end of the guidewire lumen. There was evidence of adhesive on the y-connector. Imagery of the patient¿s anatomy was provided, calcification and a bend can be seen in the access vasculature. Due to the nature of the complaint, no relevant functional testing was able to be performed. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Measurement of crimp balloon wall thickness was taken on the returned device. Measured components were within specifications. A DHR review was performed on the relevant work orders that relate to the manufacturing of the device and the components that could potentially contribute to the complaint. None of the work orders revealed any issues that may have contributed to the reported event. A review of lot history revealed no similar complaints. Additionally, a review of complaint history data found that the complaint rate did not exceed the october 2019 control limits for the trend categories. A review of the IFU and procedural training manual was performed. During removal of the device, the delivery system should be completely unflexed and the flex tip over the triple marker. The balloon lock should be locked and the balloon completely deflated prior to pulling the entire delivery system through the sheath. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on condition of the returned device. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Based on the provided imagery, a bend can be seen in the access vessel. It is possible that non-coaxial alignment of devices, potentially due to the observed bend, contributed to the reported withdrawal difficulty. If the delivery system was not axially aligned with the sheath tip, the distal portion of the delivery system can be caught at the tip of sheath resulting in the difficulty during retrieval. However, it is unknown which side of the access vessel was used in the procedure, as a result a definitive root cause could not be determined at this time. Additionally, it was noted that ¿the balloon material of the commander looked as though it didn¿t fold in a manner that would successfully comeback through the sheath¿. This may have contributed to the reported withdrawal difficulty of the balloon into the sheath. However, as no procedural imagery was provided, a definite root cause is unable to be determined at this time. As there was no reported valve alignment difficulty, inflation difficulty, or balloon burst, and resistance was met during withdrawal of the balloon into the sheath, it is likely that the damage observed on the crimp balloon occurred during withdrawal. Additionally, manipulation to overcome the resistance observed likely caused the guidewire to separate from the y-connector. Available information suggests that procedural factors (non-coaxial withdrawal/withdrawal difficulty) may have contributed to the complaint events; however, a definitive root cause is unable to be determined at this time. Since no edwards defects were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, no pra escalation is required; however a pra was previously initiated per management discretion to investigate the balloon torn issue and its associated risks. Further investigation was performed on the crimp balloon tubing and resin lots.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination a tear was observed on the crimp balloon, proximal to the ic bond.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case, after successful deployment of the 29mm s3 valve, there appeared to be an increased amount of force required to pull the delivery system into the esheath. As the commander delivery system was coming into the valve section of the sheath there was an audible noise and the delivery system broke into two pieces. The inner wire lumen broke as well as the balloon. The balloon and wire lumen were still within the esheath, but the flex catheter section and the proximal portion of the balloon were out of the body. A peripheral balloon was placed antegrade into the external artery from the right radial and inflated as the sheath and other portion of the delivery system were removed. Hemostasis was achieved without problems. The staff confirmed that nothing was left behind in the patient and they remained stable throughout the procedure. The commander and esheath will be returned for evaluation. Per the clinical specialist, the balloon material of the commander looked as though it didn¿t fold in a manner that would successfully come back through the sheath. With the increase in pull force required the commander broke into two pieces.